Event description:
It was reported that the patient was admitted to hospital with phrenic nerve stimulation (pns). It was note that the left ventricular (lv) lead was dislodged into the right atrial (ra)/superior vena cava (svc) area. The lv lead had no capture and atrial fibrillation signals. The lv lead was explanted and replaced with a new lv lead. The patient was stable with no adverse health consequences.

Manufacturer narrative:
The reported events of lead dislodgement, no capture, inappropriate capture, and phrenic nerve stimulation were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured within specification.